Manufacturer narrative:
The device will not be returned for inspection. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 80 cm. Powerflex extreme 8 x 4 pta catheter ruptured at 18 atmospheres (atm). There was no patient injury. The powerflex ruptured during treatment of a moderately fibrous focal lesion in the cephalic vein of an arteriovenous (av) fistula.  The balloon was inflated to 16 atm, deflated, then repositioned and inflated once more, and ruptured at 18 atm. Additional information has been received. The procedure was completed with a non-cordis pta dilatation catheter and the procedure was successfully completed. The powerflex balloon catheter was removed easily and intact from the patient. There was no difficulty removing the product from the hoop, and no difficulty removing the protective balloon cover. There was also no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The brand of inflation device used was a bard presto, and was used successfully with other devices. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion, and the catheter was never in an acute bend.

Manufacturer narrative:
Complaint conclusion the 80 cm. Powerflex extreme 8 x 4 pta balloon catheter (bc) ruptured at 18 atmospheres (atm). There was no patient injury. The powerflex ruptured during treatment of a moderately fibrous focal lesion in the cephalic vein of an arteriovenous (av) fistula.  The balloon was inflated to 16 atm, deflated, then repositioned and inflated once more, and ruptured at 18 atm. The procedure was completed with a non-cordis pta dilatation catheter and the procedure was successfully completed. The powerflex balloon catheter was removed easily and intact from the patient. There was no difficulty removing the product from the hoop, and no difficulty removing the protective balloon cover. There was also no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The inflation device was used successfully with other devices. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion, and the catheter was never in an acute bend. The product was not returned for analysis. A device history record (DHR) review of lot 17521813 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of a moderately fibrous focal lesion may have contributed to the reported event. According to the instructions for use ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.